Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was ripped and wire was exposed, no longer charging the pump. Customer was unable to obtain an alternate usb cable. A replacement cable was sent to the customer. Customer had manual injections available for alternate insulin therapy. Blood glucose level was 164 mg/dl.